Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode and post-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. The system/instrument logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: there are no errors recorded during the use of this vse in the logs. There are 10 instances of the ¿high initial starting impedance¿ message recorded on the e-100 generator logs. These messages usually point to technique. For example, they can occur if the tissue is too desiccated from repeated sealing application, or if the user is attempting to seal with too much tissue between the jaws, etc. No image or video clips for the reported event were submitted by the customer for review. A review of the site's complaint history identified no other complaints related to this product/event. No product is expected to be returned for analysis. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient returned due to post-operative bleeding and underwent a laparoscopic procedure to remove 1450 ml of clotted blood. The customer believes a vse instrument caused or contributed to the post-operative bleeding. At this time the root cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient returned two days after surgery and underwent a laparoscopic procedure to address post-operative bleeding. The customer believes the vessel sealer extend (vse) instrument might have been a possible cause or contributing factor to the post-operative complication. On 16-mar-2022, intuitive surgical, inc (isi) obtained additional information about the event from the site's robotics coordinator: the customer stated that the vse instrument was inspected and there was no damage observed prior to use. According to the robotics coordinator, the vse instrument seemed to work during the procedure but had a "longer than normal sealing time." The customer indicated that there were no errors with the vse instrument during use. Additionally, the robotic coordinator indicated that there were normal audible signals during use of the vse instrument and tissue effect was seen during sealing cycles. The target tissue was "short gastrics" and normal tension was applied to tissue during the sealing/cutting process of the vse instrument. The vessel(s) was not greater than 7mm in diameter. There was no vessel calcification. An estimated blood loss of 1400 ml was suspected from the short gastric bleeding during dissection around the stomach. The surgeon believes the issue is from poor sealing from the vse instrument. The instrument is not available for return and there were no photos or video from the procedure.